Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-01201, manufacturer report number: 2017865-2020-01202, manufacturer report number: 2017865-2020-01204. It was reported that the patient has deceased/expired. There is no allegation from a healthcare professional that the death was system related. The cause of death was unknown. No additional information was reported.